Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. The reported difficult to remove (clip caught on chordae) could not be replicated in a testing environment as it was related to patient anatomy or procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficult to remove (clip caught on chordae). The gripper actuation issue and tissue injury were due to the clip entanglement. Tissue injury listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient remained hospitalized, the clip was removed from the anatomy and mitral valve replacement was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted the transseptal puncture was low and the steerable guide catheter (sgc) had difficulties positioning over the valve. The clip delivery system (cds) was inserted and advanced into the left ventricle (lv). While in the lv, the clip became caught in chordae. Due to the entanglement, the grippers were unable to lower. Troubleshooting was performed and the clip was able to be removed from the chordae; however, a chordal rupture was observed. Therefore, the clip was removed from the anatomy and mitral valve replacement was performed.